Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the cartridge. Reportedly, the air bubbles originated from the fill syringe, then the customer introduced them to the cartridge. The customer's blood glucose was in the 500 (mg/dl) range and was addressed with the pump. Tandem technical support explained to the customer that air bubbles must be removed from the syringe; customer acknowledged.